Event description:
Caller reported a malfunction on the pump after it fell into a pool for less than a minute. There was no adverse impact to the customer's blood glucose level. The caller stated that the pump screen was dark and would not turn on despite several attempts to charge it. Technical support instructed the caller on various troubleshooting steps, which were unsuccessful, leading to the decision to replace the pump. Reportedly, customer reverted to manual injections for insulin therapy.